Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 4 months due to prosthetic valve endocarditis with vegetations. According to the discharge summary, this patient had this prosthetic aortic valve implanted in (B)(6) 2012. His postoperative course was complicated by cardiac tamponade while on heparin. Once discharged he opted for lumbar laminectomy for ongoing back issues and subsequently developed staph epi. Lumbar abscess. Tee showed large vegetation on the prosthetic aortic valve with regurgitation. He was evaluated by neurosurgery and infectious disease service in anticipation of redo-aortic valve replacement. Per the operative findings, there were vegetations of 2 of 3 of the prosthetic valve leaflets. There was friable periannular tissue without evidence of abscess. The device was replaced with a new edwards bioprosthetic valve. Tee showed excellent seating and function of the new prosthetic valve. The patient was noted to have a remarkably well postoperative course and was discharged to an inpatient rehab facility.

Manufacturer narrative:
Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. In this case, the discharge summary documents that this patient had lumbar laminectomy for ongoing back issues and subsequently developed staph epi. Lumbar abscess. This was likely the source of the patient's infection. Unfortunately, the root cause of this event cannot be confirmed without the sample device. No further actions are possible with the available information.